Manufacturer narrative:
The inferior micropituitary shaft tip is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft and pivot pin are missing and not returned for analysis. Optical examination reveals a fairly brittle fracture surface, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of the device history records did not identify any applicable nonconformances to specification.

Event description:
It was reported that the bottom jaw broke off completely as the surgeon was pulling tissue.